Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon, in 2007, the pt had retroauricular swelling around the stimulator body, otitis media with effusion, and a fever. Mastoiditis was suspected and the pt was treated with IV antibiotics. All symptoms resolved. In two months later, the swelling reoccurred. A sample collected from the swelling showed clear fluid, no bacteria but a lot of polynuclear cells. Reportedly, the pt's skin flap thinned over time and the device eventually extruded. The pt has an implant in the opposite ear. The pt's device was explanted three months later. Information on a reimplantation surgery had not been reported at the time of this report.